Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) unit has a damaged blood pressure connector on front end board, bp adaptor cable will not mate. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has a damaged blood pressure connector on front end board, bp adaptor cable will not mate.

Manufacturer narrative:
Fse ( field service engineer) noticed that the blood pressure connection on the unit was physically damaged, and unable to insert blood pressure transducer cable. In order to fix the issue, the fse replaced the front end board (0670-00-1164). The fse then uploaded b.17 software and calibrated the unit. The unit passed all functional and safety test per factory specifications and was returned to the customer and cleared for clinical use. The failure analysis and testing department received the following parts associated with this complaint: pn: 0670-00-1164 sn: (B)(6) this part was received with a reported unit failure message of blood pressure connector damaged. Performed visual inspection of this part received and part not appear in good condition. The failure analysis and testing department verified the failure of damaged blood pressure connector on board. Due to this damage and the risk it poses, this part cannot be investigated any further by the fat dept.